Event description:
It was reported that the pump experienced four malfunctions over the past four days, causing it to stop operating and fail to deliver insulin. There was no reported impact to the customer¿s blood glucose level. As the customer's warranty had expired, a new device was being sought, and the customer declined further follow-up with technical support.